Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when super-selecting the left common carotid artery using a 5f 100cm sidewinder simmons ii (sim2) tempo aqua diagnostic catheter, the catheter could not be moved. Fluoroscopy showed that tempo aqua diagnostic catheter was severely kinked in the middle of the forearm. During detorsion, the catheter fractured, and the proximal end of the catheter and unknown arterial sheath were removed. Orthopedic consultations were immediately obtained for foreign body removal from the right forearm plus radial artery surgical repair. The tempo aqua catheter was completely removed, approximately 30cm in length, and examination confirmed that the removed foreign body was complete with no residual segments remaining. Postoperatively, anticoagulation, pain relief, dressing changes, and other symptomatic treatments were provided. Physical examination showed a palpable right radial artery pulse. A right forearm computed tomography angiography (cta) was completed, indicating marked local stenosis and unclear visualization of the proximal right radial artery, with possible occlusion considered. The patient improved and was discharged five days post procedure. This was during a local anesthesia procedure in which a whole-cerebral digital subtraction angiography (dsa) was performed where aneurysmal protrusions were seen in the c1 segment of the right internal carotid artery, approximately 3.54 mm in size, regular in shape, and in the c7 segment of the right internal carotid artery, approximately 3.73 mm in size, regular in shape. The device was stored and prepared according to the instructions for use (IFU). The right radial artery was used for access. At the access site, there was no calcification, no tortuosity, no stenosis, no acute angle, and no bifurcation. At the target site, there was no calcification, mild tortuosity, mild stenosis, and no acute angle. Dsa was successfully performed using the 5f 100cmsim2 tempo catheter tempo aqua diagnostic catheter and there was no difficulty tracking the catheter to the left common carotid artery. The patient was initially admitted for sudden dizziness with left limb weakness for more than two hours. After admission a head and neck cta showed aneurysmal protrusions in the c1 and c7 segments of the right internal carotid artery. After treatment including reducing swelling, dehydration to lower intracranial pressure, hemostasis, gastric protection, seizure prevention, neurotrophic support, and limb rehabilitation training, the condition stabilized. The device was discarded and will not be returned. The hospital reported this case as a serious injury adverse event to the china nmpa.